Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) could not detect internal sensor.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The unit performed without issue during use with a trainer and during all testing performed. Functional and safety tests were performed per manufacturer specifications. The iabp was returned to the customer for use.

Event description:
N/a.